Manufacturer narrative:
Device evaluation of monitor (B)(6) and electrode belt (B)(6) is underway. Upon initial evaluation, the monitor and electrode belt did not pass incoming functional testing. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. H.4. Device manufacture dates: monitor: 04/08/2013. Belt: 06/09/2015. Update as of 10/6/2021: device evaluation of monitor (B)(6) has been completed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to the defibrillator pca and computer/analog board. High voltage travelled to low voltage circuitry, damaging multiple components on the pcas. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. Device evaluation of electrode belt (B)(6) has been completed. Upon investigation, the belt was unable to communciate with a monitor and did not pass incoming functionality testing. The cause for the communication failure was isolated to an open green (+3.3v) wire in the trunk cable. The root cause for the open wire was excessive force. The cause for the functionality testing failure was a damaged esd 700 diode array on the distribution node pca. The root cause for the damaged diode array could not be postively identified.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020 while wearing the lifevest in the hospital. The patient was initially found unconscious outside before being taken to the hospital. Hospital staff reported that the patient was treated by the lifevest multiple times and had burn marks as a result of the treatment event. This event is being reported out of an abundance of caution as the treatment cannot yet be confirmed. Update as of 10/6/2021: the monitor was returned and unable to power up or download. No further information about the event was able to be obtained.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) is underway. Upon initial evaluation, the monitor and electrode belt did not pass incoming functional testing. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. Device manufacture dates: monitor: 04/08/2013. Belt: 06/09/2015.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020 while wearing the lifevest in the hospital. The patient was initially found unconscious outside before being taken to the hospital. Hospital staff reported that the patient was treated by the lifevest multiple times and had burn marks as a result of the treatment event. This event is being reported out of an abundance of caution as the treatment cannot yet be confirmed.